Event description:
Pt came home from school in 2001 complaining of nausea. According to pt's parent, pt vomited several times throughout the afternoon and evening, including episodes of vomiting bile and blood. When questioned specifically, parent denied pt experienced any other symptoms of tss such as fever or rash. The following day, pt's parent took pt to the doctor who prescribed an antiemetic and sent pt home. The pt's parent states they put pt to bed the night before the event and found pt dead in the am.